Event description:
A caller reported a cartridge alarm 20 occurrence. There was no adverse impact to the customer's blood glucose level. The issue did not happen during the loading process, and the caller successfully loaded a cartridge and resumed insulin therapy. The issue was resolved without further complications.